Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. Testing of the used returned check valve indicated a failed result per supplier. Disassembly of the check valve resulted in the discovery of two particles located between the housing seal area and the affixed silicone diaphragm disk on the used set received. The size of the particles measured 0.00749¿ and 0.00677¿ long. The particles were identified to be ¿protein skin¿ and ¿cellulose¿. The root cause of the check valve failure is due to particles of ¿protein skin¿ and ¿cellulose¿ found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the ¿protein skin¿ and ¿cellulose¿ were not identified.

Manufacturer narrative:
Concomitant medical products: 150ml hospira bag, ndc (B)(4), lot 69-051-jt, exp 1 sep 2018, 0.9% sodium chloride; 100ml. Hospira bag, ndc (B)(4), lot 70-128-jt, exp magnesium sulfate; therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of magnesium (4gm) in 100ml of ns was programmed to infuse at 25ml/hr for 4 hours however it was noted to have back flowed into the primary infusion bag of ns within 15 minutes. The secondary fluid was hung higher than the primary. The rn readjusted the infusion rate and restarted the infusion. There was no patient harm.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "entire 4g (40ml) magnesium secondary infusion backed up into primary ns line. Rn then calculated new total volume for infusion over 4 hours. Infusion proceeded without difficulty."